Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the femur orif for cervical fracture with the screw and the insertion handle in question. In the surgery, after completing insertion of all fns screws, the surgeon tried to remove the insertion handle in question from the 2-hole plate, but could not slide it out. In order to remove it, he had to pull out the side lateral screws, and accidentally dropped the screw in question when loosening it with a screwdriver and moving it to the instrument table. The removal of both lateral screws created some distance between the plate and the bone, so the insertion handle could be removed. The surgery was completed successfully within 30 minutes surgical delay. The surgery was completed without any problems with implant fixation due to the use of an alternative. This report involves an unknown insertion instruments: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown insertion instruments: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10 therapy date: november 16, 2023. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.